Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the time on the insulin pump was advancing without them adjusting the time manually. The customer's blood glucose was unknown at the time of incident. The customer stated that they monitored the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Programmed pump with the current time and date and monitored for five days. The time has not drifted and is accurate. Time and date function is performing properly and no anomaly noted during testing. The insulin pump received with scratched case, serial number label faded, end cap address label faded, end cap address label peeling, case cracked behind the insulin pump near the battery compartment, broken battery tube threads, pillowing keypad overlay, and minor scratched lcd window.